Event description:
It was reported that the balloon rupture and detachment occurred, requiring additional intervention. A 2.0 mm x 100 mm x 150 cm coyote balloon catheter was selected for use. During the procedure, the balloon ruptured and was removed. Another balloon catheter was used but could not pass through the sheath. The sheath was then imaged, and a foreign body was noted. A snare was used to retrieve the foreign body, which was identified as a separated monorail track from the balloon that had been left inside the sheath. The device was successfully removed from the patient, and the procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
G4 - premarket/510(k) #: k111295, k162350.